Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). Data analysis showed that the power consumption had a significant and erratic increase. The device was explanted and replaced with a new device. No additional adverse patient effects were reported.